Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, backup operation was noted. The device was in backup operation since (B)(6) 2019. The cause of the backup was determined to be due to interference with the remote monitor. The device was restored. The patient was stable.